Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor would not power on and a service code 204 was found in the flag files. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor would not power on and a service code 204 (belt/monitor unusable) was found in the pt's flag files. During servicing, there was a flash memory failure while re-programming the flash memory. The cause of the inability to power on completely is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. In addition there was a damaged pin in the monitor's belt connector and the negative lead of high voltage capacitor c19 was lifted from the solder pad. The cause for the inability to power on was the defective flash components. The cause for the service code 204 was the damaged pin in the belt connector. The root cause for the defective flash components and lifted capacitor lead cannot be positively determined but is likely excessive force from physical impact. The root cause for the damaged pin cannot be positively determined. No adverse event resulted from the defective components. The pt received a replacement monitor.